Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d4: serial or lot#: (B)(6), d9: yes, return date: 01-dec-2025. H3: yes, d4: serial or lot#: (B)(6), d9: yes, return date: 01-dec-2025. H3: yes, d4: serial or lot#: (B)(6), d9: yes, return date: 01-dec-2025. H3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) was not returned for evaluation. Three (3) controllers (B)(6) were returned for evaluation. Review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. There was no evidence that (B)(6) had previously been serviced. A review of the controllers' manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the controller passed external visual inspection and functional testing. An internal visual inspection revealed a crack on standoff post five (5) within the controller housing. The observed standoff post crack is an additional finding not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis revealed that (B)(6) was the primary controller in use during the reported event. Log file analysis associated with (B)(6) revealed a controller failed alarm was logged on (B)(6) 2025 at 05:43:42. The controller failed alarm is indicative of a loss of communication between the user interface controller (uic) and pump motor controller (pmc). The controller failed alarm was logged because of the uic not receiving the expected messages from the pmc for a period of 10 seconds. The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files, while the pmc is responsible for capturing pump parameters, monitoring, and maintaining the pump at the desired speed. Furthermore, log files revealed two (2) vad disconnect alarms were logged on (B)(6) 2025 at 06:11:10 and 07:53:46, indicating a physical disconnection of the driveline from the controller, likely in preparation for the reported controller exchange from (B)(6). Failure analysis of (B)(6) revealed a bent pin within power port two (2). The bent pin did not allow a power source to properly connect to the controller. Visual inspection of the controller revealed contamination within both power ports. The observed contamination is an additional finding not related to the reported event, likely due to handling of the device. Internal inspection revealed a crack on standoff post one (1) within the controller housing. The crack is an additional finding not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis associated with (B)(6) revealed one (1) controller power up event, with an associated motor start event, logged on (B)(6) 2025 19:08:37. Review of the event log file revealed that, prior to the controller power up events, the controller last had power on (B)(6) 2019, indicating that the controller power up event likely occurred during a controller exc hange. One (1) vad disconnect alarm, indicating a physical disconnection of the driveline from the controller, was logged on (B)(6) 2025 at 22:08:11, likely due to the reported controller exchange from (B)(6). Of note, failure analysis revealed that (B)(6) was not set with the correct date. This is an additional finding, not related to the reported event. Failure analysis of (B)(6) revealed that the controller passed both external visual inspection and functional testing. Internal visual inspection revealed no anomalies. Log file analysis revealed one (1) controller power-up event, with an associated motor start event, logged on (B)(6) 2025 at 07:57:11. Analysis of the event log file revealed that the date, pump ID, and alarm limits were being set prior to the controller power up event. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged on (B)(6) 2025 at 07:57:47, indicating that the controller power up likely occurred during the initial programming of the controller and/or the reported controller exchange from (B)(6). Log file analysis associated with (B)(6) revealed nine (9) electrical fault alarms, multiple reactivation events, six (6) high watt alarms, and three (3) vad disconnect alarms, and one (1) vad stopped alarm logged between (B)(6) 2025 and (B)(6) 2025. One (1) electrical fault alarm was logged on (B)(6) 2025 at 23:50:47 due to an open phase in the front stator, resulting in single stator operation. This likely triggered the subsequent high watt alarm at 23:50:50 due to the increased power consumption required to run on a single stator. This was followed by three (3) electrical fault alarms on (B)(6) 2025 at 01:13:15, 06:47:42, and 06:59:46 due to an open phase in the rear stator, resulting in single stator operation. This likely triggered the three (3) subsequent high watt alarm at 01:13:17, 06:47:45, and 06:59:48 due to the increased power consumption required to run on a single stator. One (1) vad disconnect alarm was then logged at 06:59:56, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. Four (4) additional electrical fault alarms were logged at 09:09:20, 09:09:59, 09:15:21, and 10:09:38 due to an open phase in the rear stator, resulting in single stator operation. This likely triggered the two (2) subsequent high watt alarm was logged at 09:10:36 and 10:09:45 due to the increased power consumption required to run on a single stator. One (1) vad disconnect alarm was then logged at 22:35:48. The alarm was most likely a false alarm, given that the speeds recorded at the onset of the alarm were higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect al arm, even if the driveline was still physically connected to the controller. One (1) additional electrical fault alarm was then logged at 22:35:50 due to an open phase in the rear stator, resulting in single stator operation. A vad stopped alarm was then logged at 22:36:59 due to a failure of the pump to restart after several attempts. One (1) vad disconnect alarms was then logged 22:39:11, likely due to the reported controller exchange from (B)(6). Log file analysis associated with (B)(6) revealed a controller power up event on (B)(6) 2025 at 22:40:08. Review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged on (B)(6) 2025 at 22:40:44, indicating that the controller power up event occurred during a controller exchange. Review of the alarm file associated with (B)(6) revealed a vad disconnect alarm logged on (B)(6) 2025 at 22:40:16, indicating the controller was powered up without the driveline connected, likely during the reported controller exchange from (B)(6). Log file analysis revealed a motor start event recorded on (B)(6) 2025 at 07:58:31, in which parameters were atypical. Furthermore, log file analysis revealed consistent power consumption above normal operating range throughout the analyzed period; however, the recorded high watt alarms are likely due to the events surrounding the electrical fault alarms. Visual evidence provided by the site revealed damage to the strain relief and discoloration of the outer sheath. This is an additional finding, not related to the reported event. As a result, the reported events were confirmed. Based on risk documentation and the available information, a possible root cause of the controller failed alarm event can be attributed, but not limited, to a communication failure between the uic and pmc and/or due to a failure of the pmc. CAPA pr00594989 is investigating this issue. Based on the available information, the most likely root cause of the vad disconnect alarms associated with (B)(6) can be attributed to a physical disconnection of the driveline from the controller which correlates with the reported controller exchange and powering up the controller without the driveline connected, likely in preparation for the reported controller exchange from (B)(6) and/or powering up the controller during downloading of log files, as described in event details. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within power port connectors of (B)(6) is attributed to misalignment during connection attempts between the metal receptacles on the controllers and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controllers. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. The most likely root cause of the incorrect date and time event associated with (B)(6) can be attributed to improper setup during initial programming of the controller. The most likely cause of the vad disconnect alarm logged on (B)(6) 2025 at 22:35:48 can be attributed to a loss of synchronization of commutation leading to false vad disconnect alarm. CAPA pr00550440 investigated controller losses of synchronization of commutation. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the remaining vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller, likely due to troubleshooting and/or a controller exchange. Based on risk documentation and the available information, a possible root cause of the reported electrical faults alarms, reactivation events, and the high watt alarms can be attributed, but not limited, to a marginal driveline connection or contamination by foreign material of the driveline connector. The most likely root cause of the vad stopped alarm can be attributed to a failure of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21 (non-subgroup). CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event and the atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Based on historical review of similar events, the most likely root cause of the observed driveline discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the observed strain relief damage may be attributed to wear and/or the handling of the device. Based on the available information, the device may have caused or contributed to the high power event. Based on the risk documentation, possible root causes of the high power may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 28-feb-2026 / serial or lot#: (B)(6). D9: yes, return date: 10-dec-2025 h3: no h4: mfg date: 13-feb-2025 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller exhibited an electrical fault alarm and the patient exchanged the controller. Review of log files revealed a vad stop, a motor start with parameters outside of the typical range and a failed motor start attempt. It was stated that the vad was running in single stator mode. A review of log files also revealed multiple high watt alarms.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2019 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 12-nov-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2020 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 16-nov-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular assist device (vad) patient had a controller exhibit a controller failure alarm.  The patient exchanged the controller for a backup controller, during which a pin was bent on the backup device.  Upon log file review, two vad disconnect alarms were also logged. The controller with the bent pin was exchanged for a new controller.  The vad remains in use. No patient complications have been reported as a result of this event.